Event description:
Per the clinic, the device was explanted (specific date not reported), due to an infection (site of infection not confirmed). It is unknown if there are plans to re-implant the patient as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
This report is submitted on june 22, 2023.

Manufacturer narrative:
Per the clinic, an infection with purulent discharge had developed at the implant site, exposing the receiver/stimulator. Subsequently, the patient was treated with oral antibiotics in several courses (specific date and duration not reported). This report is submitted on july 24, 2023.